Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that the screen of the insulin pump was scratched and the customer had trouble reading it. No further information reported.